Event description:
A customer reported to baxter (B)(4) of an interlink continu-flo that had the rubber port pushed into the line while attempting to administer a bolus dose of bicarbonate. The problem was noted during patient use and did not result in a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received and evaluated. The reported issue of an inverted septum was confirmed. The root cause of this condition has not been identified. A batch review could not be completed as the lot number was not provided by the customer.